Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 12 mg/dl and was treated in the emergency room (ER) with intravenous glucose. The customer was not admitted to the hospital and was released from the ER the same day with a "normal bg" level. The cause of the low bg was not known. As the event had occurred in the past, tandem technical support was unable to troubleshoot. The customer had no further questions.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6) 2017. Insulin delivery was stopped from 1:09pm to 1:49pm on (B)(6) 2017. There was one bolus request made on (B)(6) 2017 when the user did not enter current bg level and still had insulin on board (iob). There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There was no evidence of device malfunction.